Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient had attune in (B)(6) 2017. The doctor wanted to change inlay, because cruciate ligament posterior was torn about this weekend. Tibia fell out without any effort. Therefore he took all the implants out and innex/s&n was put in.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device was received. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: 8566842 device history review: manufactured on date 23-jun-2017, (B)(4) were manufactured per specification and all raw materials met specification. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.